Event description:
Received information regarding a luer lock disconnected from the infusion set. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain alle vent information. Should new information become available, a follow up report will be submitted.